Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device is taking too deep of cuts and screws are coming loose. This occurred during surgery. There was harm but no other information given. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the 2-inch width plate was damaged, the head had a gouge, and a set screw was stripped. The head, control bar, cams, thickness control lever, control shaft, 2-inch width plate, and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.